Event description:
Customer reported discrepant results with the rh typing of a patient. The patient first typed as rh negative and is now typing as rh positive. The patient was first typed on (B)(6) 2009 as type o-neg. On 04/11/10, a sample on the patient was tested and resulted as rh positive (1+). A second sample was requested and drawn as per protocol. The first sample was repeated on the provue along with the redraw sample. Both samples resulted the same, rh 1+. Both samples were then tested using tube reagents. Immediate spin was negative and weak d testing resulted positive.

Manufacturer narrative:
Provue was operating without issue or error on the days of testing. All reagents and gel cards were stored as per package inserts and appeared normal before use. Daily qc was acceptable. Samples were not tested using manual gel. Customer has discussed the sample results with their blood bank medical director. They concluded that the patient may be an rh mosaic and issue is sample related. Ocd performed a review of the batch record. Satisfactory results were observed. (B)(4).